Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided . D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw in site #14 fractured. Patient came in with crown fallen off implant. Screw was broken off in channel and was unable to remove. Will place another implant after healing.